Manufacturer narrative:
Correction to the initial MDR in block h6. Sc-1232 (sn: (B)(6). The returned ipg was analyzed, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. With all the available information, boston scientific concludes that the reported allegation that the patient was having multiple issues with the ipg following a non-device related surgery was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had multiple issues following a non-device related surgery. The ipg was no longer holding a charge and would no longer connect to the remote control (rc) or a clinicians programmer (cp) despite troubleshooting attempts. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024.

Event description:
It was reported that the patients implantable pulse generator (ipg) had multiple issues following a non-device related surgery. The ipg was no longer holding a charge and would no longer connect to the remote control (rc) or a clinicians programmer (cp) despite troubleshooting attempts. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patients implantable pulse generator (ipg) had multiple issues following a non-device related surgery. The ipg was no longer holding a charge and would no longer connect to the remote control (rc) or a clinician's programmer (cp) despite troubleshooting attempts. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. With all the available information, boston scientific concludes that the reported allegation that the patient was having multiple issues with the ipg following a non-device related surgery was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.